Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx uncovered stent was to be used in the hilar region of the common bile duct during a biliary stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was very narrow. According to the complainant, the stent was advanced along with the hydra jagwire. During stent deployment, 1/3 of the stent was released from the delivery system when severe resistance was felt. The physician changed the scope angle, and under fluoroscopy the inner sheath was observed to be separated. The physician removed the stent delivery system and the guidewire from the patient and noticed that the inner sheath was separated 20 cm from the tip of the catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on august 20, 2019 that a wallflex biliary rx uncovered stent was to be used in the hilar region of the common bile duct during a biliary stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was very narrow. According to the complainant, the stent was advanced along with the hydra jagwire. During stent deployment, 1/3 of the stent was released from the delivery system when severe resistance was felt. The physician changed the scope angle, and under fluoroscopy the inner sheath was observed to be separated. The physician removed the stent delivery system and the guidewire from the patient and noticed that the inner sheath was separated 20 cm from the tip of the catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of inner sheath detached. Problem code 2907 captures the reportable investigaton finding of tip detached. A wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received deployed and expanded. Visual examination of the returned device found the inner shaft was detached, the tip was also detached and was not returned for analysis. The clear outher sheath was kinked at the distal section. The stent was measured to be within specification. No other issues wth the stent and delivery system were noted. The damages noted to the returned device were consistent with application of excessive force during use. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were most likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the devie history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.